Event description:
Patient with biliary colic presented to the same day surgery center for a single incision laparoscopic cholecystectomy. During the procedure, the laparoscopic trocar broke off inside the patient, unknown when the breakage occurred. All pieces of the equipment was retrieved, washed and sent for eto sterilization. Patient under anesthesia approx half hour longer looking for trocar piece. Patient tolerated the procedure well.